Manufacturer narrative:
H10: the device is not being returned for evaluation. Additional information in sections b5, d10 and g1.

Event description:
Additional information received. The customer stated the pump will not be shipped in and after running reports through mednet, it was determined to be user error.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The investigation is not yet complete.

Event description:
The event involves a plum 360 pump and occurred on (B)(6) 2020 between 5pm and 7pm in bed 13 of an adult intensive care unit. The customer reported that multiple devices were plugged into the same power strip and encountered an issue where they had to be restarted to continue to be operational. The patient was maxed out on multiple drips; epinephrine, levophed, norepinephrine, neosynephrine, phenylephrine, and vasopressin. While at the bedside and actively titrating the drips, all the pumps began alarming and required a forced power down and did not allow any other functions/commands. The customer reported when the alarming began the drips stopped. The customer stated "while shutting down the pumps and restarting, the patient required multiple amps of epinephrine so that he did not go into cardiac arrest." It took multiple nursing staff to get the pumps restarted. The customer reported the patient was extremely ill and did pass away a few hours after.